Event description:
A patient reported their implantable neurostimulator (ins) is sticking out after they lost a significant amount of weight from gastric bypass surgery in (B)(6) 2016. They stated that when they drive it really hurts. The patient said they are planning to have a revision surgery. The ins was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.